Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, s, 36/- 3.5, taper 12/14 on the right side on an unknown date. Currently, the patient is being monitored due to pain after landscaping on (B)(6) 2017.

Manufacturer narrative:
Concomitant medical products: item: avenir mueller, stem, standard, uncemented, ha, 5, taper 12/14, catalog #: 01.06010.005, lot #: 4020163. DHR-review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: pain. Event description: it is reported that the patient was implanted with continuum cup - biolox head on (B)(6) 2013. Later on (B)(6) 2017 the patient experienced pain after landscaping. Review of received data: x-rays right hip: ap pelvis and lateral views dated (B)(6) 2014: right total hip arthroplasty is present. Implants appear intact. The acetabular cup lateral angle of inclination is approximately 48°. The femoral head component is centrally located within the acetabular cup. The femoral stem alignment is mildly varus. A thin (less than 2 mm in width) linear radiolucency is present at the proximal femoral stem metal-bone interface of doubtful significance. Islands of immature heterotopic bone projects lateral to the hip joint (brooker class1). Bone quality is normal. X-rays right hip: ap pelvis and lateral views dated (B)(6) 2015: since prior x-rays dated (B)(6) 2014, islands of heterotopic bone lateral to the right hip joint have increased in size and have matured. These ossicles near the supra-acetabular ilium and proximal femur but are not fused with these bones ((brooker class1). Faint heterotopic bone also appears present lateral to the ilium at the level of the anterior x-rays right hip: ap pelvis and lateral views dated (B)(6) 2015: no significant change compared with prior x-rays dated (B)(6) 2014=5. Again noted are mature islands of heterotopic bone lateral to the right hip joint which near the supra-acetabular ilium and proximal femur but do not appear to be fused with these bones ((brooker class1). Heterotopic bone also appears present lateral to the ilium at the level of the anterior superior iliac spine. On frog-leg lateral view, a thin linear radiolucency at the proximal medial femoral stem metal-bone interface is slightly more prominent than previously seen; however, this may be due to differences in radiographic projection and may be insignificant. No definite progressive radiolucencies are demonstrated to confirm loosening. General bone quality is normal. Operative notes from (B)(6) 2013 states that the patient underwent a right direct anterior conversion to total hip arthroplasty with computer navigation, during the surgery a continuum cup was impacted until it was fully seated and a standard neck was placed along with a trial 36-3.5 head, the hip was reduced and navigation was utilized to check the leg lengths which were shown to be increased by 2 mm . Intraoperative radiograph showed good fit of the stem and the cup ,a delta ceramic head was impacted on a clean morse taper. The hip was reduced, the patient was awoken from anesthesia in good condition and was taken to the recovery room. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as device remains implanted. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes that might be leading to the issues reported are listed in dfmea for biolox delta head and dfmea for avenir mueller stem. Conclusion summary: patient experienced pain after approx 3.5 years after the implantation surgery. No problems regarding the ceramic head is observable according information at the hand. No evidence of stem loosening. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received on september 21, 2017 and is filed in this report. Other additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, s, 36/- 3.5, taper 12/14 on the right side on (B)(6), 2013. Currently, the patient is being monitored due to pain after landscaping on (B)(6), 2017.

Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was now additionally reported that x-rays confirmed that there was heterotopic bone formation and it was causing pain. Radiolucent lines were also noted on x-rays at the femoral stem metal-bone interface.